Event description:
Customer alleged discrepant blood glucose results of 330 mg/dl, 146 mg/dl, 128 mg/dl, and 107 mg/dl when testing was performed back-to-back, within 4 minutes on the compact system. Customer reported having no symptoms and did treat/act on results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:hctz 9 years - 25mg dailychlor-trimeton - claritin vitamin ecalcium & magnesium - 500mg dailycranberry capusin -